Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device, <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that dbs patient underwent the replacement of the implantable pulse generator (ipg) following neurologist and surgeon consideration, under the impression that the ipg had migrated. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the hospital and will not be returned for analysis. Postoperatively, the patient was stable and reported receiving adequate stimulation.